Manufacturer narrative:
(B)(4). We are still attempting to obtain the subject complaint upper head harness of the iw910 infant warmer for further investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the "upper head harness of an iw910 baby control mobile infant warmer had cracked". There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint iw910 infant warmer was not returned to fisher & paykel healthcare in new zealand for evaluation. Several attempts to obtain information from the healthcare facility were made. Without return of the complaint device we are unable to conclusively determine what may have caused the reported event. However based on the results of our previous investigations into similar complaints, it is likely that the reported cracking on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastics and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. We note that the subject infant warmer is approximately 14 years old. The product technical manual of the infant warmer features a diagram of the infant warmer which highlights the plastic surfaces of the unit containing components made from polycarbonate or acrylic, and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning products.

Event description:
A hospital in delaware reported that the "upper head harness of an iw910 baby control mobile infant warmer had cracked". There was no patient involvement.